Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with 8.0 units of insulin by syringe. The customer reported the quick release may have not been connected properly. The customer also reported their settings were adjusted before the high blood glucose event. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.